Event description:
International affiliate reports customer suspects programmable valve was not working properly. Pressure was increased but did not have the effect against overdrainage that was expected. The valve was replaced and the pt is doing well.